Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the pt has suffered and will continue to suffer, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation of the prior designated pelvic mesh products. No further info has been provided.